Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient experienced pain at the implant site. The system was explanted. No further information could be obtained.